Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was installed on the universal surgical manipulator (usm) and inserted into the patient. When the surgeon attempted to open the jaw of instrument, it would not open. The customer attempted a few times even resetting the drape, but the issue persisted. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. Root cause is attributed to component susceptibility to damage.